Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training and a cartridge change, the ilet generated a restart alert indicating a consecutive stalled motor, and repeated restart attempts did not resolve the alert while the patient was not wearing the device, and blood glucose was not affected. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, and replacement of the device with return of the original pending. Investigation included technical review and troubleshooting with education provided remotely. Investigation of the returned device revealed a device malfunction related to the insulin delivery motor during restart, consistent with a stalled motor condition while not in active use. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction.